Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported safety valve opening often and an occlusion alarm. It is unknown if the unit was in clinical use at the time the reported issue was discovered and if there is harm to the patient or the user.